Event description:
It was reported that approximately sixteen months after the carotid stenting, the acculink restenosed in the left internal carotid artery. Immediately after the successful and uneventful angioplasty procedure to treat the restenosis, the patient's neurological status was intact and the patient was following commands. Approximately ten minutes post procedure, the patient became aphasic with right sided weakness and was diagnosed with a stroke. The patient was anti-coagulated with heparin for this procedure. It is reportedly suspected that the initial act value of 380 was inaccurate. Twenty-five to thirty minutes after the initial act was drawn, the patient's act was found to be at 178 seconds. The patient was given tissue plasminogen activator (tpa) and a non-abbott device was used to break up the thrombus. The patient's symptoms had resolved at the time of discharge on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, thrombosis, and restenosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU) in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.